Event description:
It was reported that as the surgeon was inserting a cc4204bf collamer single piece lens, it ejected too fast from the injector and tore the patient's posterior capsule. Consequently, the lens landed in the vitreous. The lens was removed and a posterior vitrectomy was performed. A three piece lens was implanted. The reporter indicated the cause of the incident was the injector.

Manufacturer narrative:
(B) (4). (B) (4).